Event description:
It was reported that the customer passed away at home. The official cause of death was congestive heart failure. On the death certificate, diabetes complications was stated as secondary cause of death. Eight hours prior to passing, the customer's blood glucose was 116 mg/dl. The customer was wearing the insulin pump at the time of passing. The customer was using sensors, but the caller does not know if a sensor was worn at the time of death. The caller also noted that the customer entered a hospital on (B)(6) 2015. The caller stated that she would have to consult with the decedent's spouse prior to sending the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.